Event description:
It was reported that the cassette locked but had not locked error. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4: primary UDI: (B)(4). One device was returned for repair in used condition with complaint of cassette locked but not locked error. Complaint was confirmed through functional testing. Probable cause was the latch/lock sensor. Review of event history found cassette attach error, lock error. Service history review identified the complaint was not related to a previous service of the device within the review period. Replaced latch/lock sensor and device passed all testing criteria post repair.